Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3 analysis of the returned recharger revealed device is unresponsive. Device is confirmed to have main micro-controller corrupted thus causing the batteries to cycle/scroll. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having trouble getting recharger to connect with handset. Pt clarified getting connecting to recharger message going around and then getting recharger not found message. Pt stated they have tried pressing retry and that has not resolved this issue. The green recharger battery lights were rapidly going up and down. Pt then stated battery lights were all solid green later in the call. Pt stated recharger power button was spinning green when all battery lights were solid green, however pt continued getting recharger not found. Pt mentioned they had communicator on before, but confirmed communicator was turned off during call. Pt confirmed not near any significant source of emi. Walked pt through closing and re-opening recharger app and powering off/back on recharger. Pt continued getting recharger not found message following this. Pt attempted to reset recharger, but stated recharger would not reset and stated the green recharger battery lights were rapidly going up and down again. Pt put recharger on charging dock and attempted to hold recharger power button down for 5 seconds, but recharger battery lights continued rapidly going up and down. Pt stated recharger would not power on and wasn't responding when on dock. Pt stated charger was plugged into charging dock. Pt took recharger off dock and tried to reset recharger again and stated battery lights were going up and down rapidly again for 2-3 seconds and then would go out completely. Pt put recharger on dock again and tried to hold power button down for 5 seconds, but stated recharger battery lights continued going up and down rapidly. The issue was not resolved through troubleshooting and the recharging equipment was replaced. No symptoms reported.